Event description:
It was reported to medtronic neurosurgery that the strata valve failed and had to be revised.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.